Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: france.

Event description:
It was reported that during surgery, the electric dermatome did not power on. During product evaluation, it was found that the motor speed was unstable. There was no harm but there was a delay of 1 hour. An alternate device was available for use. Diligence is complete. No additional information is available. There was no adverse event associated with this malfunction.